Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the bipolar yaw pulley between grips. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had poor energization. No fragment fell into the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed during the prior procedure, while the surgeon was doing an incision and dissecting. A spark was seen between the jaws of the instrument associated with the complaint. There was no burnt observed.

Event description:
Refer to h11 for follow-up information.